Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this brady lead was part of a system revision due to infection and erosion. Additionally, this lead's distal tip broke off at the ring electrode and remained in the patient. There were no additional adverse effects reported. The lead was explanted.